Event description:
The customer reported that the insulin pump had a crack in the reservoir compartment and a big piece came off while changing out the infusion set. The blood glucose reading was 250mg/dl. The customer was aware how it happened. Advised the customer to discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).